Event description:
It was reported that the patient¿s devices often times turned off, which was first noticed sometime in (B)(6) 2012. Two months ago the manufacturer representative visited the patient in the hospital and using the clinician programmer found that each of the patient¿s devices showed 49 activations value. It was indicated that electromagnetic interference (emi) was suspected. It was noted that the issue happened when the patient was in her place and also during hospitalization. The patient had been in the hospital for three weeks and during that time there had been other events where the right and left device had been found to be turned off. Telemetry was performed using the clinician programmer. It was indicated that the patient¿s doctor was concerned about this device malfunction because he could not think of any cause of possible emi and the patient felt a deep sense of unease. Additional information received reported that a high resistance value of the left lead, 2000 ohms or greater, was revealed, and a lead disconnection was highly suspected.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), product type implantable neurostimulator; product ID 3387-28, serial # (B)(4), product type lead; product ID 3387-28, serial # (B)(4), product type lead. (B)(4).